Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that system controller appeared to have sustained heat damage, partially melting power lead. The patient reported being connected to mobile power unit (mpu) and a spot on their arm was noted where the power cords burned them. The system controller was exchanged.

Manufacturer narrative:
Section a3a: patient gender corrected. Section b1: corrected. Section b2: corrected. Section h1: report type corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: the reported event of damaged power cables and overheating on the system controller (hsc-149366) was unable to be confirmed. Log files were not submitted for review. Product was not returned for evaluation. Provided information indicated that the system controller appeared to have sustained heat damage, partially melting the power cable. The patient also reported that while connected to the mobile power unit, the patient cable burned them. Multiple attempts were made to obtain additional information from the customer regarding the event (including patient information, cause of the damage, any images available, log files, any issues with the mobile power unit, serial numbers, and product return status); however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. The heartmate 3 patient handbook (section 2 ¿how your pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.